Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarm was confirmed via the log files review. The log files spanned approximately 5 days (08aug2021 to 13aug2021 per the timestamp). The fixed speed was set to 5500 rpm and the low speed limit (lsl) was set to 4900 rpm. The pump maintained a speed above the lsl without issue while the driveline was connected. Atypical power cable disconnect alarm intermittently activated from 11aug2021 at 21:48 to 13aug2021 at 15:13 due to invalid rsoc fault on the power cables not associated with a power source exchange. The alarm resolved shortly after activation and did not affect the controller¿s ability to operate the pump at the set speed limit. The driveline was disconnected on 13aug2021 at 15:31 for a controller exchange. No other notable alarm was observed. The hm3 system controller, serial (B)(6) , was returned for analysis in unremarkable condition. Additional information on 11oct2021 stated that the alarms resolved after replacing the controller. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. C) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including power cable disconnect. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that a call was received from the patient stating that their controller was intermittently alarming "connect power" while connected to battery power. Patient stated that it was possible it had alarmed while connected to a/c power at night as well and maybe the patient didn't wake up as patient is reportedly a heavy sleeper. Stated that it sometimes happens with the white power cable and sometimes with the black one according to the light indicator on the controller. Patient stated the controller had been alarming quite frequently, however no alarms noted during clinic visit. Patient had attempted cleaning the batteries and clips with alcohol, switching to backup set of battery clips, checking the power cable connections for bent pins or debris, and ensuring power cables were not kinking. Patient went to clinic for equipment evaluation. All equipment inspected, no obvious signs of external damage. Hooked up to system monitor and interrogation completed. Multiple power cable disconnects alarms. No other alarms noted. The controller was changed and clinic requested a warranty replacement controller. Log file submitted captured some odd strings of brief power cable disconnects that appeared to the caused by white power lead of the controller. No additional information provided.